Event description:
Journal article received: medial migration of lag screw with intrapelvic dislocation in gamma nailing-a unique problem - a report of 2 cases; lucke m., burghardt r.d., siebenlist s., ganslmeier a., stockle u; journal of orthopaedic trauma. 2010 feb; 24 (2) :e6-e11; reported: the 2 patients underwent osteosynthesis with a plate and screw device. The second medial migration case occurred in a (B)(6) patient who sustained a pertrochanteric fracture, which was fixed with a dhs (dynamic hip system). After 1 week, a proximal cutout was diagnosed and this lead to another revision surgery with another dhs. The radiographs revealed total fracture collapse five months after revision surgery. Because of this the implant detached and the lag screw had migrated halfway into the pelvis. It is unknown if the product was a synthes device. A copy of this literature abstract is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: journal of orthopaedic trauma. Volume 24, number 2, feb 2010.